Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 66148ud00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 66148ud00, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 66148ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 66148ud00 was identified.

Event description:
The customer observed falsely depressed alinity I tsh results for one sample (patient is baby (B)(6)2024). The initial result for sid(B)(6): (B)(6) - tsh. Measurement 1 on (B)(6)2024 tsh 17.88 miu/ml. Repeat measurement on (B)(6)2024 tsh >100 miu/ml. Other results provided: ft3 3.03 pg/ml. Ft4 0.74 mg/dl. Follow-up measurements on (B)(6) 2024 were >400 miu/ml, raw 537.49, manually diluted final reading was 544.447 miu/ml. The customer believes that the correct result is >100 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I tsh results for one sample (patient is baby (B)(6) 2024). The initial result for sid (B)(6): (B)(6) - tsh. Measurement 1 on (B)(6) 2024 tsh 17.88 miu/ml. Repeat measurement on (B)(6) 2024 tsh >100 miu/ml. Other results provided: ft3 3.03 pg/ml; ft4 0.74 mg/dl. Follow-up measurements on (B)(6) 2024 were >400 miu/ml, raw 537.49, manually diluted final reading was 544.447 miu/ml. The customer believes that the correct result is >100 miu/ml. No impact to patient management was reported.